Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient noticed surges of the ins working well and then surges of the ins not working. The ins quit working after 3 years and the patient wanted to know whether this was normal. The healthcare professional (hcp) told the patient the ins was dying and it was replaced. The patient wanted to know how long it takes for the tissue to grow around the ins so he can be active again, and was advised to consult with hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
Based on new information received, the previously reported device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they thought three years was ¿not a very long shelf life for something in their back¿. The patient stated that the ins had died in (B)(6) 2019. The patient was "under the impression that the device would last 4 years¿ and was ¿caught very off guard¿ when it was completely dead after only 3 years. There were no further complications reported or anticipated.